Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after wearing it into a swimming pool. Blood glucose level at the time of the incident was 143 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to severe moisture damage on all electronic assemblies noted. The insulin pump was unable to perform displacement test due to blank display. Unable to verify button error alarms due to blank display, however insulin pump had corroded keypad traces noted during visual inspection. The insulin pump had moisture damage on motor assembly and vibrator motor assembly. The insulin pump had cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip and scratches on reservoir tube window.